Event description:
The healthcare facility reported endophthalmitis after an intraocular lens (iol) implantation. Additional information was requested.

Manufacturer narrative:
The device remains implanted. The investigation is ongoing.

Event description:
Additional information received: the procedure was an uncomplicated cataract surgery. The microbiology/culture results were negative. Clinical management of the case was as per presumed endophthalmitis.

Manufacturer narrative:
Additional information: b4, b5, d6a, g3, g6, h2, h6 and h11. As a serial number for the device was not provided, the associated device history record was not reviewed. Based on the available information the root cause of the event could not be conclusively determined. Bausch + lomb will continue to monitor for similar occurrences.